Event description:
It was reported that the product malfunctioned and broke.

Manufacturer narrative:
The returned delta chamber had large amounts of crystalline debris inside the chamber. The inlet connector catheter was broken off preventing all performance testing. It is unknown when or how the damage occurred. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.